Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging between 45-53 mg/dl due to miscounting the carbohydrates consumed. Carbohydrates and milk were consumed to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.